Manufacturer narrative:
Of the 18 allegations of a malfunction, 61 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to battery compartment cracks.

Event description:
This report summarizes <noe> 18</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-67 years of age and between 98 and 233 pounds. Of the reported patients, 7 were male, 11 were female, and 0 were unknown.